Event description:
The customer reported a non-reproducible, elevated troponin I (access accutnl) result, for one patient, involving the access accutnl assay used in conjunction with the access 2 immunoassay system. The customer stated the elevated result was released from the laboratory and questioned by the physician. A second sample was collected from the patient and analyzed on the same instrument, which generated a lower result, within the normal reference range. The customer then reanalyzed the original sample, on the same instrument, and obtained lower results, within the normal reference range. An amended report was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's samples were collected in 3 ml becton dickinson (bd) lithium heparin gel tubes and less than one hour following collection. The samples were centrifuged in a stat spin centrifuge at 5,100 rpm (rotations per minute) for five minutes or 3,500 rpm for eight minutes, at room temperature. The samples were stored at room temperature between analyses. No sample integrity issues were noted. Quality control (qc) is performed once daily and was within specification at the time of the event. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutnl device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.